Event description:
According to the reporter, post operatively, the sutures broke during a veterinary case. The wound had broken open and re-suturing had to be done. The suture was noted to break in about same place, in cutis, about 5-7cm from the stitch. The suture broke in the clinic. The knots has been left and suture has gone straight off. The cat died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the sutures broke. The wound had broken up and re-surgery had to be done. The suture was noted to broke in about same place, in cutis, about 5-7cm from the stitch. The suture broke in the clinic. The knots has been left and suture has gone straight off. The cat was readmitted.